Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (263 mg/dl). Reportedly, an injection was delivered to stabilize blood glucose levels. Contact stated that the customer has back up injections for continued insulin therapy.